Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent plif at th10-l3 with tsrh-rp to treat burst fracture at l1 on an unknown date. Screws at l2 and l3 were found to be loosened. The patient reported pain. Revision to be performed on (B)(6) 2015 to replace the screws. The surgeon commented that the patient had a problem with bone quality so he should perform longer fixation at the time of the initial surgery.